Manufacturer narrative:
A field service engineer (fse) was dispatched: the fse inspected the instrument and found out that wash drain tubing came off and reconnected the tubing and this issue has been resolved.

Event description:
A customer contacted beckman coulter inc., (bci), regarding having leaks from the hydro system on immage analyzer. No one in the laboratory was affected or exposed by the leak.